Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced, the filament was calibrated, and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a generator error and would lock up. No pt injury was reported.